Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter was reading inaccurately low compared to their feelings and/or normal readings. The complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began around 2:30 ¿ 2:45 p.m., on (B)(6) 2020. The patient claimed obtaining blood glucose readings of ¿130 and 134 mg/dl¿ with the subject device which she felt were inaccurately low compared to her feelings and/or normal readings. The patient manages her diabetes with self-adjusted insulin (27 units of lantus and 17 units of humalog) and it is not known what changes, if any, she made to her usual diabetes management regimen in response to the alleged inaccuracy issue. The patient advised that around 2:45 ¿ 3 p.m., the same day, she developed symptoms of feeling ¿disoriented and sleepiness¿. The patient advised the cca that after developing symptoms, her husband contacted the paramedics and that they arrived around 3 p.m. The patient stated that she couldn¿t remember what happened after that and that she woke up in hospital the following day; the patient was unable to provide information with regards to what treatment she received. The patient was unable to recall going to hospital or provide the cca with any further information. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the patient did not have control solution available to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse after the alleged inaccuracy issue with the subject device began.